Event description:
Preoperative anterior medial knee pain persisted after primary surgery. Primary implants removed and noted that some form of pathology/cyst was present on medial tibial plateau under tibial tray.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.